Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for repair with complaint the device had an error and needed the log to be cleared. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was duplicated by occlusion testing. The cause is clutch halves and lead screw found with heavy deposit of black grease. Replaced left, right clutch and lead screw. The device passed all functional testing after repair.

Manufacturer narrative:
E1-reporter facility name: (B)(6). B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error and needed the log to be cleared as well as outstanding recall(s) required. There was unknown patient involvement.